Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate during implant of a sapien 3 29mm valve in the aortic position the commander delivery system was prepared under the direct supervision of an edwards specialist. The balloon was under filled by 1cc. And was slow to deflate. No detectable leak in delivery system or inflation syringe. A 20cc syringe was used to deflate the delivery balloon more expeditiously. No post dilation was necessary. The valve was well expanded, (80/20 aortic/ventricular) position with trace leak. There was no injury to the patient. Per report, the pacing run was longer than normal but did not result in any injury or undue negative hemodynamic changes. The slow deflation was not replicated outside of the body.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: slight bend on proximal balloon shaft (likely due to returned packaging), and approximate total volume of 26ml was returned in the atrion inflation device. No other visual abnormalities were observed on the returned device. Functional testing was performed during pre-decontamination and after the decontamination process and the balloon was inflated and deflated. Both times the inflation and deflation of the balloon was within specification. During pre-decontamination, the balloon was inflated using the partially returned fluid in the atrion (approximately 26ml). However, during the inflation/deflation testing, a leak from the returned stopcock was observed. The returned stopcock was then replaced with a sample stopcock. Inflation/deflation time was re-tested using the returned atrion (filled with 33ml fluid) and sample edwards stopcock. The balloon was fully inflated and deflated with no leakage observed at the sample 3-way stopcock. Dimensional testing was not performed due to the nature of the complaint. During manufacturing the device is inspected and tested several times during the process. Per procedure, during balloon inspection, the crimp balloon is visually inspected for defects. During final balloon inspection the balloons are visually and dimensionally inspected per procedure. During the balloon pleat, fold and forming process, the balloons are visually inspected. During final inspection, the entire device is 100% inspected distal to proximal by both manufacturing and quality. The delivery system is leak tested. In addition, all manufacturing logs undergo product verification (pv) testing on a sampling basis for visual defects, and inflation/deflation testing. The inspected samples passed the tests. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A device history review (DHR) was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. A lot history was performed and revealed no other complaints related to the event. A review of complaint history from february 2019 to january 2020 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for the reported event with returned devices. However, no manufacturing non-conformance were identified in the returned devices. Available information suggests the patient/procedural factors contributed to the reported event. A review of complaint data for january 2020 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category. The IFU for edwards commander delivery system, device preparation manual and procedure training manual were reviewed for guidance and instruction involving the delivery system usage. The procedure training manual provides guidance on verification on thv orientation and correct volume. Verify the inflation volume with the volume indicated on the y-connector or the delivery system and note the delivery system requires a prescribed volume for thv deployment and proper function. The recommended nominal inflation volume for a 29mm commander delivery system is 33ml. In addition, during thv deployment unlock the inflation device, confirm placement of center marker within optimal initial center marker zone, begin initial deployment with a slow controlled inflation, fully inflate and hold 3 seconds to ensure complete deployment, completely deflate the balloon, and stop pacing and withdraw the balloon from the native valve. Additional considerations are do not exceed 20 seconds for inflation and deflation of the delivery system and always maintain control of the plunger of the inflation device when releasing. Based on the review of the IFU and training manuals, no deficiencies were identified. The complaint for ¿delivery system ¿ deflation difficulty-partial or slow¿ was unable to be confirmed as relevant procedural imagery was not provided. No potential manufacturing non-conformances were identified as the device met functional specification (inflation/deflation time). Visual inspection of the device did not reveal any abnormalities. A review of the DHR, lot history, complaint history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. A review of IFU/training materials revealed no deficiencies. During functional testing of the returned device, the device was tested for inflation/deflation time using the returned 3-way stopcock and a sample 3-way stopcock. During functional testing, a leak was observed coming out from the returned stopcock while the edwards sample stopcock showed no leak. Functional testing of the returned device showed the device met inflation/deflation time specification. The partially returned fluid in the atrion is an indicative of fluid loss during the procedure through a leak channel. If there is a leak during inflation or deflation of the balloon, it could create an opportunity for the entrained air to enter into the system through the leak channel and would likely lead to the increased time in inflating/deflating the balloon. It is likely that the leakage in the returned 3-way stopcock contributed to the prolonged deflation time. In this case, it is possible that procedural factors (leakage in the 3-way stopcock used in the procedure) contributed to the complaint event. However, a conclusive root cause is unable to be determined at this time. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed january 2020 control limit for the applicable trend category. Therefore, no corrective or preventative action nor product risk assessment is required.